Event description:
Pt was revised to address poly wear, osteolysis, and loosening of the femoral, tibial, and patellar components at the cement/implant interface (competitor's cement was used in the primary surgery).

Event description:
Caller states patient tested 356 mg/dl and 109 mg/dl within 10 minutes on the inform system. Caller states he believed the patient was treated based on 109 mg/dl result, but did not have specific information. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.